Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported the customer received a minimum fill notification. Customer¿s blood glucose level was 145 mg/dl. The customer was able to reload cartridge and continue using current pump for insulin therapy.